Manufacturer narrative:
All of the buttons functioned properly, no damage on the keypad assembly. No button error alarm. Inspected joint connector on lcd and no unlock keypad connector. The insulin pump was received with minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 167 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).